Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and craniofacial fracture ("nose broke from the inside") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced headache ("headache/head popping"), dizziness ("dizzyness"), syncope ("fainting") and swelling ("swelling"). Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), craniofacial fracture (seriousness criterion medically important) and illness ("sick / I felt bad"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, headache, dizziness, syncope and swelling were resolving. The outcome of illness was unknown. The reporter considered craniofacial fracture, dizziness, headache, illness, pelvic pain, swelling and syncope to be related to essure administration. The reporter commented: smelled rust batch no: unknown essure expiry date: unknown other products: no reporter seriousness for events headache, dizzyness, head popping, fainting, swelling, smelled rust is recorded as intervention required. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and craniofacial fracture ("nose broke from the inside") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced headache ("headache/head popping"), dizziness ("dizzyness"), syncope ("fainting") and swelling ("swelling"). Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), craniofacial fracture (seriousness criterion medically important) and illness ("sick / I felt bad"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, headache, dizziness, syncope and swelling were resolving. The outcome of illness was unknown. The reporter considered craniofacial fracture, dizziness, headache, illness, pelvic pain, swelling and syncope to be related to essure administration. The reporter commented: smelled rust. Batch no: unknown. Essure expiry date: unknown. Other products: no. Reporter seriousness for events headache, dizzyness, head popping, fainting, swelling, smelled rust is recorded as intervention required. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.